Manufacturer narrative:
Additional information has been requested from the field. This report will be updated should further information be provided.

Event description:
Boston scientific received information that several days post-implant this patient presented to the hospital with cardiac tamponade. An x-ray was performed confirming perforation of the heart wall by the right ventricular (rv) lead. An emergent procedure was performed wherein the patient's perforation and tamponade were resolved and an epicardial rv lead implanted to replace the perforated lead. No additional adverse patient effects were reported.